Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17785. It was reported that the patient presented in clinic for a generator change-out procedure. During pre-procedure check, lead noise was found stored as atrial tachycardia/atrial fibrillation along with ventricular noise reversion electrograms. The lead noise were on the bipolar right atrial (ra) and right ventricular (rv) lead independently. The noise could be reproduced by the patient reaching across his chest. Unipolar (tip-can) sensing did not note noise. The pocket was opened. The leads were inspected and insulation damage was noted on both the ra & rv leads. A repair kit was used to seal the insulation damage. No more noise was noted on the bipolar sensing. The pocket was closed, and noise could no longer be reproduced. The patient was stable.